Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: final analysis found that the inner insulation was abraded at the suture sleeve impression area.

Event description:
It was reported that the right ventricular lead exhibited low impedance and noise. The lead was explanted and replaced.